Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 500 (mg/dl). To address the bg level, the customer used insulin pens. Reportedly, the customer changes the cartridge every two days. System check was performed with tandem technical support and showed that the pump was functioning as intended. Additionally, the customer started using the pump for basal delivery and insulin pens to bolus; however, bg levels were not coming down. Recommendation was made to consult with health care provider for possible factors that may affect bg levels. The customer acknowledged the advice.